Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer woke up with blood glucose of 41 mg/dl in the morning. The customer stated that her blood glucose was 400+ mg/dl last night. The customer treated with food and insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer was unsure if the drive support cap is protruded, loose, sticking out or flushed. The customer stated that 7 units of insulin were given for the meal the customer was going to eat. The customer was advised to speak with her health care provider regarding the low readings. The customer was advised to monitor the pump.